Event description:
It was reported that the right ventricular lead exhibited an insulation anomaly. The lead was capped and replaced.

Event description:
New information notes that during a routine in-clinic visit the lead exhibited out of range impedance anomaly, which is how the insulation anomaly was discovered. After the lead being capped and replaced, the patient has been monitored and is doing well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.